Event description:
It was reported the customer requested assistance reviewing alarms that occurred leading up to the patient death. Biomed indicated there was no device malfunction and the device did not contribute to the event. The device was in use on a patient at the time of the event.

Manufacturer narrative:
A philips remote clinical engineer (rce) interviewed the customer who indicated they were asked by clinical leadership to be involved in a root cause analysis for alarm activity leading up to the patient event at a time between (B)(6). The rce assisted the customer with the alarm capabilities of the unit's alarms. The rce also discussed the use of clinical audit trail, but the customer was working remotely and did not have access to the central station. The rce attempted to log into the primary via philips remote services (prs). Unfortunately, the rce could not log into system configuration to check clinical audit trail due to password changes after a recent system upgrade. A philips technical consultant (tc) was contacted to assist with the customer's request for clinical information. The tc confirmed the customer's request for clinical alarm reporting and remoted into one of the central station pcs. The tc verified the steps and the appropriate filtering to generate the clinical alarm report that the customer wanted. The required data was ultimately secured and preserved within the retention window. Plans were made for an onsite meeting; however, the customer later paused further action pending internal discussions. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips remote clinical engineer (rce) interviewed the customer who indicated they were asked by clinical leadership to be involved in a root cause analysis for alarm activity leading up to the patient event at a time between 9/19 2200-9/20 0300 in 6 palmetto rm 6415. The rce assisted the customer with the alarm capabilities of the unit's alarms. The rce also discussed the use of clinical audit trail, but the customer was working remotely and did not have access to the central station. The rce attempted to log into the primary via philips remote services (prs). Unfortunately, the rce could not log into system configuration to check clinical audit trail due to password changes after a recent system upgrade. A philips technical consultant (tc) was contacted to assist with the customer's request for clinical information. The tc confirmed the customer's request for clinical alarm reporting and remoted into one of the central station pcs. The tc verified the steps and the appropriate filtering to generate the clinical alarm report that the customer wanted. The required data was ultimately secured and preserved within the retention window. Plans were made for an onsite meeting; however, the customer later paused further action pending internal discussions. The biomedical engineer at the hospital site confirmed there were no allegations of harm or device malfunction, and that the device was not a factor in the death of the patient. The team requested access to mx40 alarm data as part of an analysis for a patient event. It was noted that the customer has what they need, and no additional support is warranted. Summary of technical complaint investigation: the logs were downloaded by the philips tc and sent to the internal product support engineer for further analysis. The pse responded to the tc's submission indicating the information did not consist of audit logs, or logs from the surveillance center that was monitoring the patient and that this information from the physio servers cannot be used to address this customer¿s request. Based on the information available and logs provided, the cause of the reported problem was not confirmed due to insufficient information/logs provided by the customer. The reported problem was not confirmed. Although, there was insufficient information supplied by the customer, it was confirmed by the biomedical engineer there were no allegations of harm or device malfunction, and that the device was not a factor in the death of the patient. It has been reported that the customer has the information they requested, and no additional support was warranted. If additional information is received the complaint file will be reopened. No further investigation or action is warranted at this time.